Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when an olympus gastrointestinal videoscope was connected into the light source, the entire screen had nothing but noise, and no video was seen during an inspection for use. There was no patient injury reported.